Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of questionable results for 2 patients. One patient was tested for thyrotropin (tsh) and one patient was tested for free thyroxine (ft4). The results for the patient tested for ft4 were erroneous. The erroneous results were reported outside of the laboratory. On (B)(6) 2015, the initial ft4 result was <0.5 pmol/l. This result was reported outside of the laboratory. On (B)(6) 2015, the repeat result was 17 pmol/l. This sample was aliquoted in a cup by the modular pre analytic system (mpa) and centrifuged on the mpa. It is not known if any adverse event occurred. No adverse events were reported. The ft4 reagent lot number and expiration date were not provided. On (B)(6) 2015, the field service engineer found that a screw dropped into the system was rubbing against a flat cable causing damage. The flat cable was replaced. Upon reviewing the data provided, abnormal sample probe alarms related to liquid level detection for both patient samples and quality controls were identified as occurring since (B)(6) 2015. The quality controls for ft4 also showed a deviation during this timeframe. If liquid level detection does not work properly, erroneous results could occur. The issue has not occurred since the service action by the field service engineer. The root cause of the erroneous results was determined to be the issue with flat cable affecting the instrument's liquid level detection functionality.